Manufacturer narrative:
The insulin pump was received with no act button response due to an unlocked component on the liquid crystal display keypad connector. The device was unable to perform the displacement test due to lack of button response. The unit was also received with a cracked reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive act button. The customer's blood glucose was 300 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.